Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received the electrode belt was unable to communicate with a monitor, causing the service code 204. Upon investigation the trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. The cause of the disruption in belt/monitor communication was the damaged connector. The root cause for the strained cable was excessive force. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (asystole event) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse event resulted from the defective electrode belt or monitor. Device manufacture date: monitor sn (B)(4): 12/21/2015, belt sn (B)(4): 4/18/2014.

Event description:
A us distributor returned a patient's electrode belt and monitor. It was reported that the patient was receiving a service code 204 (belt/monitor unusable) and that the monitor was displaying false asystole alarms.